Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the leaflet damage and patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The mitraclip xtr clip delivery system (cds 80827u154) was advanced to the mitral valve and grasping was performed with difficulty. After clip deployment, a tear was noted in the posterior leaflet. The ntr clip was then placed lateral to the first clip, and another ntr clip (81002u158) was placed later to the second clip. After deployment of the third clip, the third clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). No further treatment was performed as the mr was reduced to 3+. On (B)(6) 2019, the patient expired. It is unknown if the patient death is related to the mitraclip devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the difficulty grasping the leaflets in this incident could not be determined. The tissue damage appears to be related to the difficulty grasping. A definitive cause for the reported death was unable be determined. The reported patient effects of death and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.